Event description:
It was reported that neoflon 26ga 0.6mm od 19mm l catheter separated during insertion. This occurred on 5200 occasions. The following information was provided by the initial reporter: it hangs at the time of the puncture, the plastic part separates from the mandrel during insertion, the mandrain deviates.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the customer verbatim, the probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type (CAPA) 81917. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon 26ga 0.6mm od 19mm l catheter separated during insertion. This occurred on 5200 occasions. The following information was provided by the initial reporter: it hangs at the time of the puncture, the plastic part separates from the mandrel during insertion, the mandrain deviates.